Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter an unknown quantity of continu-flo solution sets in which a no flow occurred. According to the report, the customer's surgery department reported "when they are long lining and they are trying to push a med through the lower y-site; the syringe luers on but they cannot push; it almost sounds like the valve is shut." It is unknown what type of syringe they were accessing the y-site with or what medication they were attempting to administer. The reporter stated that this condition has happened multiple times; however, it is unknown exactly how many times this condition has occurred. The condition occurred during infusion on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.